Event description:
The surgeon was unable to thread the screw into the nail. After several attempts, the surgeon felt the part was stripped. The surgeon used another screw and the case was completed. There was no delay in the surgery. Patient outcome: there was no adverse event reported by the surgeon or patient.

Manufacturer narrative:
The evaluation results were as follows: the hex form was not milled in the end cap device. The inventory was sample inspected and found to be acceptable. The inspection process requires the verification of the hex form in the end cap. This is an isolated incident.